Event description:
The patient stated, she was receiving an 04 (occlusion) error on her infusion device. She then found that her infusion set had separated at the luer connection. She stated the inner tubing was still intact. She stated, she was able to change her infusion set. She stated that she had not been feeling well all day (symptoms not provided), and her blood glucose was elevated in the 500 mg/dl range. She stated, she does not have a normal blood glucose range. She stated that she inserted her infusion set at 10-11am on 2/14/07 and her blood glucose had been elevated since the previous night. She stated that she bolused and used insulin injections to lower her blood glucose. At the time of the report, the patient's blood glucose measured 238 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.